Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that on (B)(6) 2015 at 12:00am, she obtained a result of ¿112mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿107mg/dl¿ obtained on an unknown device. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in these results satisfies lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin and metformin and from (B)(6) 2015, she decreased the dose of her insulin by half a unit. The patient claimed that after the alleged inaccuracy she ¿passed out and hit her head¿ and emergency medical services were called who treated her with IV fluids at 03:00pm to 04:00pm on (B)(6) 2015. On (B)(6) 2015 a blood glucose test was performed on a lab device but the patient could not specify the results obtained. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical intervention from a healthcare professional as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.